Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient cannot see close up and also, he cannot see the newspaper without readers· additional information has been requested. There are two medical device reports associated with this patient.

Manufacturer narrative:
Correction information provided in b.5.,d.1.,d.2.,d.3.,d.4.,d.6a.,g.8 and h.11. D.3. Product manufacturing site updated due to receipt of serial number of the product. G.8. Manufacturer report number corrected and reported under 1119421-2025-02033. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.